Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, debris in lungs and had to have lungs removed cpmplains of not being able to breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, debris in lungs and had to have lungs removed complains of not being able to breath. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of fluid ingress and mineral deposits observed within the blower box, dust like contamination found around blower intake and air exit. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 4 instances of e-200 and 5 instances of e-53. The manufacturer concludes there was evidence of fluid ingress and mineral deposits observed within the blower box, dust like contamination found around blower intake and air exit. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.